Event description:
It was reported that during an indirect decompression spacer implant procedure, there were some obstructions causing resistance. The physician had difficulty deploying the spacer and the cap broke off. The device was replaced with a new spacer and the procedure was successfully completed. The broken device will not be returned as it was disposed of by the medical facility.